Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for cephalad migration. Based upon the available information, the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings / potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/ or dislodgment due to large clot burdens.

Event description:
It was reported that approximately six years after implantation of a vena cava filter, the filter migrated to the heart. Surgical intervention was required to remove the filter. The current status of the patient is unknown.

Manufacturer narrative:
Medical records have been received and are being reviewed. The investigation is on-going.

Manufacturer narrative:
Medical records and images were received and reviewed. A manufacturing review could not be performed as the lot number was not reported. The device was not returned. Images and medical records were provided. Based on the medical records and images provided, filter migration to the right atrium can be confirmed. Medical record review: the patient has a chronic history dvt and superficial vein thrombosis. Patient was placed on warfarin due to recurrent dvt fifteen years prior to ivc filter placement in 2005 for pe. The patient has had multiple hospitalizations and emergency department visits due to his various health issues. Patient had no further episodes of thromboembolism after placement of the bard ivc. However, six years post ivc filter deployment; the patient underwent successful cox-maze iii procedure due to persistent atrial fibrillation and discharged with normal sinus rhythm. Five days later, patient presented with complaints of sob, chest pain, and dizziness. Patient was admitted to the hospital for further work-up. The cause of the increasing chest pain and sob is of unknown etiology but improved after patient was diuresed and was discharged. Approximately one month post maze procedure, patient presented with complaint of increasing dyspnea on exertion, weight loss, increasing orthostatic hypotension, nausea and lethargy. Cxr reportedly demonstrated the inferior vena cava filter to have migrated. Three days later, patient underwent a redo sternotomy, partial pericardectomy, removal of dislodged ivc filter and thrombus from the cavoatrial junction inferiorly via right atriotomy. The ivc filter was filled with thrombus, indicating likely capture of a large thromboembolus as one possible cause of migration. Ivc filter was previously seen in good position and without thrombus on a CT scan approximately three months prior to discovery of filter migration. The patient was reportedly discharge on ten days later. Image review: based on the images provided, a recovery filter can be confirmed to be located in the right atrium, , thrombus was identified with in the vena cava filter, a second filter was deployed inferior to the renal takeoffs in the ivc and the filter located within the right atrium was removed. Describe event or problem: (new information); other relevant history: (new information). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported that one day prior to surgical removal of the filter from the right atrium, another filter (different manufacturer) was successfully deployed infrarenal. Patient was discharged from the facility ten days surgical removal of the filter.